Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. The values recently became out of range at greater than 125 ohms. At this time, boston scientific technical services (ts) recommended increasing the impedance alert and monitoring the values. It is suspected that the gradual rise is due to calcification on the lead. No adverse patient effects were reported.